Event description:
It was reported that during an upgrade from a single lead ICD to crt-d due to recurrent cardiac decompensation, lead damage was seen on the connector pins. The lead was capped. While attempting to implant a new rv lead, the patient went into asystole requiring resuscitation. A decision was then made to end the procedure and upgrade to a two lead ICD only. The patient was transferred to the ICU in stable condition. It was later reported that the patient expired.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The partial lead with the proximal 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.